Event description:
It was reported that the emboshield nav6 was positioned in the peroneal artery during an atherectomy procedure to treat the target lesion in the heavily calcified popliteal artery. The emboshield nav6 was backloaded over a .014 non-abbott guidewire. During removal of the emboshield nav6, the filtration element came off the non-abbott guidewire in the popliteal artery. The emboshield nav6 was successfully snared out of the patient. There were no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported to have been born in (B)(6). (B)(4) for use of the device in incorrect anatomy and for incorrect guidewire used. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the device description section of the emboshield nav6 embolic protection system instructions for use (IFU) states: only the barewire filter delivery wires are intended for use with the emboshield nav6 system. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was noted the nav6 was used in the popliteal artery. The indications for use section of the IFU states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries.